Event description:
Description of vent according to initial reporter: "component separation. Difficult to assess with provided imaging." "B)(6) 2019: reoperative open exposure of right common femoral conduit stump and construction of temporary right femoral conduit. Percutaneous ultrasound-guided retrograde access of distal left brachial artery. Stenting of superior mesenteric artery open fenestration for repair of endoleak. Thoracic endovascular repair of descending thoracic aortic endograft extending into the prior fenestrated thoracoabdominal endograft. Open conversion with retrograde right external iliac to superior mesenteric artery bypass with ptfe." Patient outcome: patient tolerated the procedure.